Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient presented for a routine follow up and was complaining of pain around the device. Inspection of the device site noted a scab and an infection was alleged. The system was explanted. No adverse patient effects were reported.